Manufacturer narrative:
The pump had unresponsive esc and act buttons due to an unlocked lcd keypad connector. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the unresponsive button. No audio/beep anomaly was noted. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating button error and audio/beep anomaly on the insulin pump. The customer's blood glucose was 113 mg/dl. The customer stated that they received a constant tone when they were sleeping. The customer reported that none of the buttons on the pump are responding. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.